Manufacturer narrative:
(B)(4). Device evaluation: tail tube cut 2 inch from bifurcate. A 12.625" cut/missing from distal end as well. There were not any issues during the manufacture of this lot of device related to this complaint.

Event description:
This procedure was to extract one cardiac lead from the rv due to bacteremia and 6x4 cm vegetation that was adhered to the lead near the tricuspid valve. A spectranetics 14fr. Glidelight laser sheath was used to extract the lead. After removing the lead, the patient experienced a drop in blood pressure and asystole. A tee was performed, and showed the vegetation had migrated into the pulmonary artery causing an embolism. An emergency sternotomy was performed and the vegetation was removed. The patient survived the procedure. This report is being made against the glidelight as a potential contributory device.